Event description:
An ophthalmic surgeon reported a corneal burn occurred during a phacoemulsification procedure. The phaco tip was replaced with another and the procedure was completed without further incident. Additional information was requested; however, none has been received.

Manufacturer narrative:
The phaco tip was not returned for a corneal burn. No lot number was identified with this complaint; therefore, a lot history review could not be conducted. Because the sample was not returned and no lot information was provided for a lot record review, the root cause for customer complaint issue could not be determined. (B)(4).